Manufacturer narrative:
Concomitant medical device: braun caresite luer access device; td (B)(6) 2018. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported problems with the luer access. It sometimes leaks blood, air escapes at the hub connection to IV catheter and there are difficulties attaching to syringes or tubing. There was no patient harm.